Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a right knee arthroplasty, the patient is being considered for a revision of the tibial bearing due to wear approximately twenty (20) years post-operatively. The surgeon has requested a custom made device. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reference: (B)(4). Foreign source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet as it is still currently implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a knee arthroplasty, the patient is being considered for a revision of the tibial component. The surgeon has requested a custom made device. Attempts have been made and additional information on the reported event is unavailable at this time.